Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2005, pt underwent repair of recurrent ventral hernia with composix mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the medical record review the pt underwent repair of a recurrent ventral hernia with composix mesh on (B)(6) 2005. The medical records provided do not indicate a device related failure as causing or contributing to the reported event. The medical records note the pt underwent ventral hernia repair with two pieces of non-bard mesh in 2000. The pt was treated for a recurrence with composix mesh. Additionally, the mesh remains implanted. There is no indication of a device failure.